Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). Per the customer, their unit was experiencing an intermittent defib test failure during operational testing. It was noted that the customer biomed had already swapped out the therapy cable and test load but the failure remained. Due to the ongoing issue, the customer was initially advised that the therapy port may need to be replaced to resolve the failure. However, upon following up with the customer biomed, it was reported that the cause for the failure was later found to be a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced by the customer biomed to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.